Event description:
It was reported that when patient presented in clinic for a follow up visit, pacemaker was unable to pace the rv resulting in no capture issue and low, out of range, low voltage lead impedance issue was observed. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.